Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). Are from the same procedure. Surgeon went to fire stapler over lung tissue and the handle made a loud crunch. The surgeons explained that the tissue 'was not thick'. He got another stapler and load and the same thing happened. He got another stapler and tri-staple reload and had not problem firing it. The re-loads were not sent back in with device complaint just the handles. The scrub nurse ensures that the loads were loaded with the yellow shipping wedge. They were removedfor testing of the stapler before firing. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. The device will be returned for evaluation. Additional information received via email from (B)(6). Did the device fire the full linear range of the reload? No, the device did not fire the full length. Did the device partially fire? Yes. Did the device physically break or was a strange sound heard? Strange sound. Can you confirm that product is available and will be returned for evaluation? The endo his ultra handle will be returned but the reloads were not provided. Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? Not available. What is the product ID and lot number for the reload used with thisstapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? No reload was given. Could you please provide the UDI# (seeattached, red box) for the reload used in the procedure? Not available.

Manufacturer narrative:
Initial notification of this reportable event to FDA correction. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the instrument was loaded with a single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition and due to the sheared teeth on the firing rack the reported condition was confirmed. A review of the device history records indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction : if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon went to fire stapler over lung tissue and the handle made a loud crunch. The surgeons explained that the tissue 'was not thick'. The surgeon got another stapler and load and the same thing happened. He got another stapler and tri-staple reload and had no problem firing it. The scrub nurse ensures that the loads were loaded with the yellow shipping wedge. They were removed for testing of the stapler before firing. No patient injury or ill-effects.